Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that after an intraocular lens (iol) implant procedure in both eyes, they are experiencing glare from headlights, diminishing vision in low light levels and has a posterior capsule opacification. The surgeon is planning on doing a laser procedure. This record is for the right eye of the patient. Additional information has been requested.